Event description:
Mannitol infused by hospira IV pump in a pacu. Amount to be infused was 385 ml. Pump set at vtbi 385 ml and rate set at 385 ml/hr. Total volume delivered when staff discovered malfunction was 488 ml. Pump did not alarm when vtbi of 385 ml was reached. Pictures taken of pump at time error was discovered and vtbi and rate and volume delivered were verified immediately. Pt was monitored greater length of time to observe for adverse effects such as possible intercranial bleed. Dates of use: 4 years. Diagnosis or reason for use: post eye surgery/reduction of interocular pressure. Event abated after use: yes.